Event description:
It was reported that the insulin pump was not priming properly. The piston did not detect the reservoir, and all the insulin squirted out. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. Unable to confirm the prime anomaly due to the motor error alarm. The insulin pump also had a missing address/serial number label.